Manufacturer narrative:
The associated journey tibial implant impactor was returned and evaluated. A visual inspection of the returned device confirms the stated failure. A portion of the bumper has chipped off. The device was manufactured in 2010 and it shows significant signs of wear and usage. This fracture appears to have been caused by an impact overload mechanism. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a piece of the item chipped off during an implementation. No impact to the patient was noted.